Event description:
It is reported that the pt is presenting with osteolysis in her right knee.

Manufacturer narrative:
Evaluation summary: surgeon observation on post surgery states x-rays taken at six weeks look perfect and one year f/u x-rays show a lot of bone resorption around the end of each implant. Post operative x-rays of the right knee exhibit some osteolysis, but do not clearly indicate bone resorption. Radiolucencies leading to osteolysis/component loosening, in general, can be due to many factors including, but not limited to: insufficient bone contact with the implant, surgical technique, micro-motion, pt activity, or pt weight. With the available info, a conclusive cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.